Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where needle was missing prior to insertion. No further information was available.

Manufacturer narrative:
(B)(6).